Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level above 400 (mg/dl) and diabetic ketoacidosis. Reportedly, the contact believes the pump is not properly delivering insulin; however, no issues were identified with the pump. While in the emergency room, the customer was treated with intravenous fluids and insulin injections. The customer was released approximately 7.5 hours later with a bg level of 168 (mg/dl).